Manufacturer narrative:
The customer reported aspiration/vitrectomy problems, resulting in posterior capsule (pc) tear. Additional, related information was requested but was not obtained. The company service representative examined the system and no problems were found. The system was then tested and met all product specifications. A review of the event log revealed unspecified system messages (sm) related to the phaco tip and tuning issues. The company service representative observed two cataract surgeries. The surgeon reported an aspiration issue; however, no sm displayed. The company service representative determined that there was no evidence of any issues caused by the system or the handpiece. The system was manufactured on may 27, 2014. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie. Dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that there was difficulty with aspiration and the patient experienced a posterior capsular tear during a cataract with intraocular lens procedure. The surgeon had to perform a vitrectomy. The procedure was completed.